Manufacturer narrative:
The evaluation of the returned device by dornier quality engineer determined the device was burnt at the connector end rendering the fiber inoperable. The charring of the fiber was noted predominately on one side of the fiber which is characteristic of a misaligned laser. The complainant stated the reported fiber burn was noted "after surgery". The unit was found with the fiber connector nearly entirely disconnected. The duration of use and state of the laser last used with this holmium fiber was not confirmed. It is acknowledged the single use holmium fiber was able to be utilized for the duration of a case, and the burn was noted following surgery. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution.

Event description:
Complaint details provided in the initial notification stated, "fiber burnt at connector end. This was observed by ut nurse after surgery."